Manufacturer narrative:
Someone was working on this unit before being sent out here for eval, missing chassis screw, loose power pcb. Very old system has a damaged hpp cable and clogged water system causing no water flow, the footswitch has exposed wires covered in black tape, missing heat sink and water filter assembly.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g119 scaler, the water flow was unable to be adjusted and the insert was getting hot; no injury resulted.